Manufacturer narrative:
Citation: nuche j, abbas ae, serra v, et al. Balloon- vs self-expanding transcatheter valves for failed small surgical aortic bioprostheses: 1-year results of the lyten trial. Jacc cardiovasc interv. 2023;16(24):2999-3012. Doi:10.1016/j.jcin.2023.10.028 earliest date of publication used for date of event. Medtronic products referenced in the article: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of valve-in-valve transcatheter aortic valve replacement (viv-tavr) between balloon-e xpandable valves (bev) and self-expanding valves (sev). The study population consisted of 98 patients with a failed surgical valve (= 23 mm) who underwent viv-tavr with either a non-medtronic sapien 3 bev (n = 46) or a medtronic evolut r/pro/pro+ sev (n = 52). In the sev group, two deaths occurred within one year of viv-tavr. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Other adverse outcomes that occurred in the sev group: stroke, myocardial infarction, major or life-threatening bleeding, need for permanent pacemaker implantation, mild aortic regurgitation, high mean gradients (= 20 mm hg), and hospitalization for heart failure. The authors also recounted that one patient experienced an intra-procedural coronary occlusion warranting percutaneous treatment, but they did not indicate which valve group this patient belonged to. No further information was provided pertaining to medtronic products.